Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during rewind and recurrent ¿change insulin¿ alerts despite a full cartridge, followed by alert 38 restart notifications after each attempt to rewind, which persisted through multiple restarts and attempts; a replacement device was arranged, and the user reverted to backup insulin therapy while continuing cgm use. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included temporary interruption of pump therapy with transition to backup therapy and no hospitalization. Investigation included remote troubleshooting, verification of cartridge volume display, review of alarm history, and logistics for device replacement and return. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.